Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00286, 3010536692-2016-00287, and 3010536692-2016-00289.

Event description:
Allegedly the patient was revised due to dislocation. Cup, liner, head, and neck extracted.